Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor. Performed the continuity resistance test and the sensor failed per specifications. Analysis was not required for expired sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. The customer stated she kept receiving calibration errors and the insulin pump had been going into threshold suspend. Customer stated that the sensor was reading 40 mg/dl and his blood glucose was 114 and 105 mg/dl. Sensor age was 5 days and 6 hours. He declined troubleshooting and removed the sensor.